Manufacturer narrative:
Information regarding the implant accessory that was used during the implant procedure is not reported as the device is not approved for use in the united states. Conclusion: an event of an unexpected early detachment of the occluder from the implant accessory requiring surgical removal was reported. The occluder was received for analysis and passed the visual inspection and all functional testing. The pictures and the parameter protocol from the laser cutting and plasma welding process were rechecked and revealed no deviations. The welding ball of the device was within specifications. The occluder was grasped, held, and decoupled with the returned implant accessory and with a different model implant accessory without issue. A device history review (DHR) revealed no deviations. The device passed all visual and functional tests and met all specifications at the time of production. Packaging and shipping were according to process. The environmental conditions were within limits during storage. The complaint failure mode was unable to be reproduced. No issue was found with the device. The root cause of the event was unable to be determined.

Manufacturer narrative:
Information regarding the implant accessory that was used during the implant procedure is not reported as the device is not approved for use in the united states. B3 date of event is estimated. Conclusion: an event of an unexpected early detachment of the occluder from the implant accessory requiring surgical removal was reported. The occluder was received for analysis and passed the visual inspection and all functional testing. The pictures and the parameter protocol from the laser cutting and plasma welding process were rechecked and revealed no deviations. The welding ball of the device was within specifications. The occluder was grasped, held, and decoupled with the returned implant accessory and with a different model implant accessory without issue. A device history review (DHR) revealed no deviations. The device passed all visual and functional tests and met all specifications at the time of production. Packaging and shipping were according to process. The environmental conditions were within limits during storage. The complaint failure mode was unable to be reproduced. No issue was found with the device. The root cause of the event was unable to be determined.

Event description:
It was reported that during the implant of this 24 millimeter (mm) atrial septal defect (asd) occluder, the occluder was initially deployed without issue with both discs outside the sheath. The physician decided to retract the occluder to obtain a better position. After the proximal disc was retracted the occluder was unintentionally released in the wrong location. The patient was taken to open surgery to remove the occluder. It was noted that the occluder was loaded correctly, the connection was checked twice, and it was confirmed the device was locked into place prior to the procedure. It was also noted that the implant accessory release site was not near the physician and was not contacted when the occluder became detached. After the implant accessory was removed it was tested and initially the jaws did not come out but eventually it began working correctly and grabbed the occluder appropriately. No further patient complications were reported.